Event description:
The patient came in reporting instability and the cause is unknown. The surgeon revised the poly, metaphysis, and glenosphere 1 year and 8 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 october 2021 lot 1906561: (B)(4) items manufactured and released on 03-sep-2019. Expiration date: 2024-aug-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 1906615 lot 1906615: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-dec-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 1903161 lot 1903161: (B)(4) items manufactured and released on 26-jul-2019. Expiration date: 2024-jul-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.